Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration was observed. The probable cause was determined to be early sensor expiration. The reported event of an unknown sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.